Event description:
It was reported that the balloon was fractured. The target lesion was located in the right coronary artery (rca). A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for coronary angiography percutaneous transluminal coronary angioplasty (ptca) drug balloon dilatation and stent implantation. During the procedure, it was noted that the balloon was fractured. The device was completely removed from the patient's body by pulling it out along the balloon shaft. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 80.3cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage.

Event description:
It was reported that the balloon was fractured. The target lesion was located in the right coronary artery (rca). A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for coronary angiography percutaneous transluminal coronary angioplasty (ptca) drug balloon dilatation and stent implantation. During the procedure, it was noted that the balloon was fractured. The device was completely removed from the patient's body by pulling it out along the balloon shaft. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).